Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Noise was observed on the egm, which led to inappropriate high voltage therapy. As such, the lead was capped.